Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen 4000 mcg/ml; 1074.2 mcg/day and morphine 1 mg/ml; 0.2686 mg/day via an implantable pump for intractable spasticity and cerebral palsy. Concomitant medication was oral baclofen. Since (B)(6) 2015 the patient experienced increased spasticity. An exploratory procedure was being done (B)(6) 2016 and they would likely revise the catheter. Following the procedure it was planned to put the pump at minimum rate mode, take the medication out of the pump, remove the morphine and "start over" with just baclofen. The cause of the event, interventions, troubleshooting/diagnostics, medical history, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.